Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot#: v002352, implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that electrodes 11 and 14 were out when the lead was connected to the new battery during implant. The rep reported that impedances were read and both electrodes read that there may be a short. The rep noted that the provider was notified and said we could program around the electrodes. The issue was resolved. No further complications were reported.